Event description:
Non-integration. The implant did not integrate into the bone implant and failed.

Event description:
Non-integration. The implant did not integrate into the bone implant and failed.